Event description:
The customer stated that his blood glucose readings had been higher than usual. His normal range was 70-110 mg/dl, but he had received readings such as 291, 255, and 215 mg/dl. The customer alleged that he took too much insulin because the high readings and passed out an hour later. Paramedics were called, and the customer received treatment. Troubleshooting of the contour system showed it to be operating as designed, but the test strips and meter will be returned for further eval. Replacement products were sent to the customer.